Manufacturer narrative:
The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to this type of event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was initially evaluated for coronary artery bypass graft, however, she suffered cardiac arrest on the operating room table and was emergently placed on extra corporeal membrane oxygenation (ECMO). The patient remained on ECMO support for approximately one week, at which point the plan was to transition her support to lvad hvad. During the hvad implant the patient was unable to wean from bypass and an rvad cmag was initiated with plan to wean over the following week. After several failed attempts to wean the rvad, a decision was made to withdraw support. The clinical team sites multisystem organ failure and profound cardiogenic shock as the cause of death. The family declined an autopsy, therefore the pump is not able to be returned.